Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. Troubleshooting was performed and found occlusion was within the cartridge. There was no impact to customers blood glucose level.